Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, high pacing threshold was observed due to left ventricular (lv) lead dislodgement. Phrenic nerve stimulation was also noted. The lv lead was explanted and replaced, and the patient was in stable condition.